Manufacturer narrative:
(B)(4).

Event description:
It was reported that at routine device change-out, it was thought that the rf antenna was sticking out or broken within the device header. The device was explanted and replace. Patient suffered no ill-effects throughout.

Manufacturer narrative:
No conclusion code available. The reported field event of an rf antenna anomaly was confirmed in the lab. The device¿s rf antenna was found to be fractured into two pieces. Both ends of the antenna fracture point contained burn marks. The rf antenna fractured due to exposure of the wire to electrocautery energy. Impedance, sensing, pacing, and hv shock tests were performed on the bench and the device functioned normally. Longevity calculations was performed and found the battery depletion was normal.